Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms and the patient was recently exposed to security screeners. Troubleshooting attempts were made and the patient stated that they were able to use the patient programmer and verified stimulation was currently on program 3 at 0.0. The patient increased stimulation to 1.5 which was comfortable sitting, standing, and walking. The patient confirmed she was on program 1 at 1.1 and then changed to program 2 but now was on program 3. The patient also noted that she went on a trip a couple of weeks ago and noticed a return of symptoms. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the return of symptoms were resolved. There were no further symptoms or complications reported or anticipated.